Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Customer care coordinated and completed the sensor re-link, guided the user through re-initialization and instructed them to complete required calibrations over the following 36 hours. No additional monitoring was required, and system data confirmed the re-link was successful. The issue was resolved through sensor re-link and recalibration, the user was advised to continue normal system use and contact customer care if concerns returned, and the case was closed. B4. Date of this report 29 jan 2026. G3. Date received by the manufacturer? 29 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.